Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.